Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose level was 456 mg/dl. It was unknown how the customer treated her blood glucose level. The device was not returned.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is january 22, 2017.